Event description:
Procedure: lap chole. According to the reporter: during lap colocystectomy operation, the clip of the laproclip instrument stuck to the cystic artery and did not stays off as usual. Additional information received stated the surgeon set another clip under the stuck laproclip and cut it off from the cystic artery. There was no blood loss due to the product problem in this case. There was a delay for surgical time due the product problem, but it was less than 30 minutes.

Manufacturer narrative:
Initial report sent to FDA on 12/03/2007.